Event description:
It was reported that the physician was not able to communicate with the patient's vns device 2 weeks ago, even after replacing the wand battery. They scheduled him to come back with a manufacturer representative present. While using the physician's programming system, the representative got the checksum error and all bytes not received in sequence errors. The representative was able to successfully interrogate the patient with her personal programming system. The representative then was able to confirm the physician's wand was functioning properly, but the physician's handheld seemed to be causing the problem. The programming system was replaced and the old system was requested, but has not been returned to manufacturer to date.

Event description:
Further information indicates only the serial cable was replaced, not the entire programming system. The old serial cable was returned to the manufacturer (B)(6) 2012 and underwent analysis. Upon analysis, no anomalies were noted.